Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using pod coils and a lantern delivery microcatheter (lantern). It should be noted that the patient''s anatomy was tortuous and calcified. During the procedure, resistance was encountered while advancing the first pod coil over the hub of the lantern; however, the physician continued to advance the pod coil against resistance. While attempting to position the pod coil in the target vessel by advancing it back and forth, the physician noticed that the pod coil was not moving with the pusher wire. The pod coil was unintentionally detached inside the lantern; therefore, the lantern and the pod coil were slowly removed together from the patient. Subsequently, the pod coil was flushed out on the back table. The procedure was completed using five additional coils and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Evaluation of the returned pod coil could not confirm the reported complaint. Evaluation revealed that the embolization coil was intact with the pusher assembly and undamaged inside the introducer sheath. Further evaluation revealed that the pusher assembly was fractured. If the pod coil is advanced against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. The root cause of the resistance could not be determined. Further evaluation also revealed kinks on the pusher assembly. This damage was incidental to the reported complaint. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.